Manufacturer narrative:
Product not returned to manufacturer.

Event description:
It was reported that the abutment screw (iunihg) fractured in the patient mouth. It was also reported that they were able to remove the fractured portion and replace with another abutment screw.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. An x-ray was provided which shows an unknown implant with a fractured piece of the reported screw. The complaint is confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.